Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s final investigation and additional information provided by the user facility (refer to b5). The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the failure of ¿alarm sounding and the front panel turning off¿ was caused by a faulty board. However, a root cause of the board failure could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Clarification was provided regarding this event. Preparation for use is done in the theatre where the patient is sedated, before starting the procedure.

Event description:
The customer reported to olympus, when using the high flow insufflation unit, it took about 30 seconds to react once it was turned on. It will then keep working but the user will be unable to control the flow and a piercing sound will occur. It will only stop when the device was turned off. This was observed during preparation for use for a therapeutic operative laparoscopy. There was around a five (5) to ten (10) minute procedural delay. The customer was reported to have been under anaesthesia or sedation at the time of the delay. The subject device had to be disconnected from the wall mount and a second unit was brought in to complete the procedure. During the automatic check, the device had passed when turned on. There were no reports of patient harm associated with this event. The outcome of the patient was reported to be good.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation could not be confirmed. However, an alarm sounded and the front panel turned off, which had been caused by a faulty board. The investigation is ongoing. Additional information was requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.